Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg did not have the appropriate level of battery voltage to provide therapy. As a result, the patient's ipg was explanted and replaced on (B)(6) 2019. Surgical intervention resolved the patient's issue. Therapy was restored postoperative.